Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating due to fluid loss. The cylinder sheaths had broken. The ipp was explanted, and there were no patient complications reported.